Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated periumbilical incisional hernia. It was reported that after implant, the patient experienced adhesions and recurrent bulging right inguinal hernias. Post-operative patient treatment included takedown of adhesions as a result of mesh.